Event description:
We got 2 false positives on at-home binax tests, resulting in unnecessary classroom shut down and quarantine of over 50 people. The test results were invalidated by 2 negative pcr tests and a negative antibody test. We had some other respiratory virus that triggered the binax test incorrectly. FDA safety report ID # (B)(4).